Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion and no damage to the stent had occurred. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage. The lesion in the 1st marginal was predilated with a 2.5x9mm maverick balloon. When the physician attempted to place the taxus express2 2.5x8mm drug eluting stent, it would not cross the lesion. The stent was exchanged for a different stent and the procedure was completed with a 2.5x8mm vision stent. No further difficulties were noted.